Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. This is the only complaint reported for this lot number and issue to date. The device was returned with a guidewire bunching of the outer catheter was noted near the distal tip, likely indicating retraction issues. The guidewire was not protruding through the distal tip of the catheter. The outer catheter was removed near the distal tip and it was noted that the inner guidewire lumen was twisted. The distal end of the guidewire extended all the way to the distal tip, but was not extending outside the tip. A complete break in the guidewire lumen was noted 5.7cm from the distal end of the guidewire. The guidewire lumen was removed at this location and it was noted that the coil on the guidewire had become uncoiled. Dried blood was present on the guidewire. The investigation is confirmed for material twisted and retraction issues based on the condition of the returned sample (guidewire lumen twisted and outer catheter bunching). The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. It is unknown whether the distal tip of the crosser was allowed to freely rotate while the catheter was twisted onto the transducer specific warnings, precautions and directions for use of the crosser recanalization catheter are included in the current instructions for use (IFU).

Event description:
It was reported that the recanalization catheter twisted and broke the guidewire after 15 seconds of activation in the tpt/peroneal artery. The distal tip of the guidewire remained in the tip of the catheter was easily retrieved. There was some difficulty in retracting the catheter through the sheath. There was no reported patient injury. Another recanalization catheter was used to complete the procedure.